Manufacturer narrative:
The reported event was confirmed by CAPA association to be manufacturing related as per CAPA #9821964, the root cause identified is: "the potential root cause of varying tip geometry was investigated fully. The edge radii, angle, point, length of point, profile was investigated between two different bd lots and a competitor lot. The difference between the bd lots and competitor lot showed a significant difference in the force needed to puncture the polyurethane sample in the test method draft. The analysis performed shows that the geometry profiles can make a significant difference in force needed to pierce the polyurethane sample. There were some differences between bd lots that were tested. The penetration force in the gdc lots showed 1.3lb while the complaint lot showed a need for 3.7lbs while the main difference in geometry was a radius. The average radius shows a direct correlation to penetration force. A DHR review was not required because the investigation was confirmed by the CAPA association. A labeling review are not required because the investigation was confirmed by the CAPA association. Correction- d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that due to the new bd contracted they have moved to the 10fr bd wound drain. This was used on a patient the other day and there were some safety concerns for their product. The bd channel drain 10fr round hubless was full fluted with 3.2mm trocar. Physician stated this product was unsafe to use. The product was very difficult to pierce through the skin. Because of this difficulty, this product was dangerous to patients, staff, equipment, and to drapes due to risk of needle stick or puncture or sharps injury. This product came apart inside the patient. Staff had to dig the end out of the patient's skin to use it. The staff felt this product was low quality or high risk for injury compared to previously used product. Staff was requesting replacement safer product. Patient was not harmed. Per customer follow up on 02jan2025, it was reported that they have the defected product to send back but they were able to get the lot# ngjs3585.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that due to the new bd contracted they have moved to the 10fr bd wound drain. This was used on a patient the other day and there were some safety concerns for their product. The bd channel drain 10fr round hubless was full fluted with 3.2mm trocar. Physician stated this product was unsafe to use. The product was very difficult to pierce through the skin. Because of this difficulty, this product was dangerous; to patients, staff, equipment, and to drapes due to risk of needle stick or puncture or sharps injury. This product came apart inside the patient. Staff had to dig the end out of the patient's skin to use it. The staff felt this product was low quality or high risk for injury compared to previously used product. Staff is requesting replacement safer product. Patient was not harmed.